Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation from their implantable neurostimulator (ins). Since the patient had come back from the dominican republic 3 weeks ago, they had been unable to recharge or communicate with their ins using the recharger unit. The patient stated that the recharger itself charges up fine and they had been trying to charge for 3 weeks but it would not communicate with the ins. While using the recharger, the patient was getting the reposition antenna screen. It was also reported that the patient was unable to communicate with the ins for the past 3 weeks using the programmer unit. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # l58784, implanted: (B)(6) 1999, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3998, lot # l58784, implanted: (B)(6) 1999, product type lead. (B)(4).